Event description:
Healthcare professional reports poor correlation of act-lr results with the hemochron signature elite microcoagulation system during an unspecified procedure in the cardiac catheterization lab. Target time for the procedure is > 300 seconds. During the procedure, act-lr results were being performed on three different elite instruments side-by-side for comparison testing. It was observed that results were inconsistent. For example, one comparison test generated result of 235 seconds on the first instrument, 305 seconds of the second instrument, and 330 seconds on the third instrument. Physician elected to average results of the three instruments for patient management. The procedure was completed successfully; however itc was notified that patient suffered an asthmatic episode at the end of the procedure.

Manufacturer narrative:
(B)(4). The elite instruments used for comparison testing were serial numbers (B)(4). Cuvette lot number f3jlr100. Method: no related ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specifications. Itc on-site training occurred on (B)(4) 2013. No technique issues or unusual findings were observed. Itc has requested all data required for form 3500a.